Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb charging cable and wall adapter. The pump was able to charge successfully while plugged into an alternate usb cable and alternate wall adapter. There was no impact to the customer¿s blood glucose.